Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the patient experienced pauses. It was also reported that the right atrial (ra) lead exhibited over-sensing and noise. An ra lead fracture was suspected. The ra lead was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead was already fractured and was programmed off. No further patient complications have been reported as a result of this event.